Event description:
The health care provider (hcp) via the manufacturing representative reported that on (B)(6) 2015 during a pump refill they found that the pump had flipped. The pump was unable to be filled at the refill. The patient mentioned that it might have happened about a month ago as they recalled feeling something, but was unsure. The flip was confirmed via x-ray and surgical observation. During surgery ((B)(6) 2015) they found that the pump had flipped inside of the dacron pouch. The pouch appeared to still be tied to fascia. The pump was replaced (approximately 4-5 years old) in hopes the patient would not have another surgery until end of life of new pump. New dacron pouch was used with sutures both in pump anchor loops, the pouch itself, and the pocket was also tightened with sutures. It appeared to have a tight fit with little mobility of the pump. Good cerebrospinal fluid (csf) flow was noted at each point during the procedure. The issue was noted to be resolved. The patient status at the time of this report was "alive- no injury." The drug that was used via the device system was lioresal 2000mcg/ml at 1012.3 mcg/day. Indication for use of the device was for post spinal cord injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted:(B)(6) 2014, product type: catheter. (B)(4). Analysis of the pump revealed no anomaly.